Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and required witness login. The field service engineer (fse) had arrived to find the biometric identification (bio ID) module illuminated, indicating it was awaiting a finger impression. The fse unplugged and reseated the bio ID, which subsequently resumed normal function as designed. Service was successfully restored and hardware test application (hta) diagnostics were performed on the device and associated storage space, confirming operational integrity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was not opened and required a witness to log in. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was not opened and required a witness to log in. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.